Event description:
On (B)(6) 2024 while the patient was sitting in the chair, the action 3ng chair tipped over to the left side. The patient hit his head on the floor and sustained a head injury. He was admitted to the hospital due to internal bleeding but was discharged back to his care home on (B)(6) 2024.

Manufacturer narrative:
This event occurred in UK with an action 3ng wheelchair that was 6 months old. This record was created due to the us manufactured myon wheelchair being similar in design. Invacare UK has asked for details including the conditions of use and environment during the incident. A return of the medical device was requested for investigation. The wheelchair prescription is being reviewed to determine if it is suitable for the patient's needs. No malfunction was alleged. With the available information, the root cause of the incident cannot be determined. The most probable cause is the device is not the appropriate device for the patient. If additional information should become available, updates will be made accordingly.